Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask (no further detail was provided). On the same day as onset, the patient was hospitalized for the peritonitis. Treatment was not reported; further described as the patient had not started antibiotic treatment at the time of this report. The outcome of the peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.